Event description:
A pt was asystolic. The user tried to pace the pt but the code cart would not pace. The user changed the cart and then the pads with no success. The cable was changed and pacing was achieved. Resuscitation of the pt was not successful. The pt expired. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.